Manufacturer narrative:
The helipaq 10 platinum microcoil 2 mm x 4 cm (hel10020420/f31014) failed to detach. A pre-deployment test was not performed but apparently the dcb was working properly when connected to the coil. The detachment button was pressed two or three times. The coil was removed and there was no unintended detachment in the microcatheter (details unknown). The device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment attempt. Therefore, the root cause of the non-detachment cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
The helipaq 10 platinum microcoil 2 mm x 4 cm (hel10020420/f31014) failed to detach. A pre-deployment test was not performed but apparently the dcb was working properly when connected to the coil. The detachment button was pressed two or three times. The coil was removed and there was no unintended detachment in the microcatheter (details unknown).